Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). During deployment of second mitraclip, a single leaflet device attachment occurred from posterior leaflet. Additional mitraclip was deployed to stabilize the slda clip. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.